Event description:
It was reported that during a routine follow up, the left ventricular (lv) lead exhibited non-capture at the max output. An x-ray was performed, in which lead dislodgement was confirmed. The lv lead was programmed off and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).